Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a code 1005, which indicates an open circuit was detected during shock delivery. Isometrics were performed, and no noise was apparent on the right ventricular (rv) lead channel. However, myopotentials were detected on the shock channel. Technical services (ts) reviewed the reports and noted that the shock impedance had been gradually increasing and had reached out of range values. The impedance decreased after shocks were delivered to the patient. However, the out of range impedance was reproduced with commanded shocks. Ts recommended to continue monitoring the lead and informed the caller about the implications of code 1005. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that ts recommended lead revision. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered a code 1005, which indicates an open circuit was detected during shock delivery. Isometrics were performed, and no noise was apparent on the right ventricular (rv) lead channel. However, myopotentials were detected on the shock channel. Technical services (ts) reviewed the reports and noted that the shock impedance had been gradually increasing and had reached out of range values. The impedance decreased after shocks were delivered to the patient. However, the out of range impedance was reproduced with commanded shocks. Ts recommended to continue monitoring the lead and informed the caller about the implications of code 1005. The device remains in use. No additional adverse patient effects were reported.